Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 22, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the outer ear canal (specific date not reported). Subsequently, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device.

Manufacturer narrative:
This report is submitted on june 14, 2023.